Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Stored egm showed post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted.

Event description:
New information received indicated that another instance of post-paced t-wave oversensing was observed. Patient was asymptomatic. Additional programming changes were discussed.